Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the instrument was fully functional. The returned vertek arm was found to be in good working condition and passed the vertek arm force test without issue. No problem found. Testing was unable to replicate the reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site 01/25/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten down properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.